Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard the implantable cardioverter defibrillator (ICD) tone randomly over the last six weeks. An interrogation report showed no conditions were met to cause an alert tone. Possible sources of electromagnetic interference were discussed and the clinic was advised on how to identify possible sources. The device remains in use. No patient complications have been reported as a result of this event.